Manufacturer narrative:
Analysis found the battery contacts were contaminated. Analysis also found the upper case was damaged and the display was scratched. It was noted the bail and ring attachments were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.